Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR #6000089-2007-01028. It was reported that 6 days post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated were located in the right coronary artery (rca), which was a type b1 lesion with calcification, and the left circumflex (lcx), which had lesion in the proximal, middle, and distal portions of the artery and were type b2 with calcification. Using the radial approach, the physician advanced the guide catheter and the guide wire to the proximal, middle, and distal lcx. The lesion was then predilated with a 2.50x20mm maverick2 balloon. The physician then placed a 2.50x32mm non-bsc drug eluting stent in the distal lcx and deployed it, stepping over the bifurcation area. The physician had difficulty deploying the stent because there was strong resistance by the calcification. Next, the physician advanced a 3.00x12mm taxus express2 drug eluting stent to the proximal lcx, dilating the stent twice at 9 atms and 16 atms. At this time, the stent delivery system crossed the lesion easily, but there was "a little indentation" because of the calcification. The physician confirmed by ivus that the stent placement was well apposed. Then, the physician advanced the guide catheter and guide wire to the mid rca. The lesion was predilated with a quantum maverick balloon of unknown size. The physician had difficulty crossing the lesion with the balloon because of calcification. The physician advanced and deployed a 2.50x24mm taxus express2 drug eluting stent in the mid rca at 9 atms and 16 atms. The physician confirmed that the proximal stent edge was a "little curved" but determined that this was not a problem. Post-ivus was performed. There were no patient complications during the procedure and the patient was currently on plavix. The patient was discharged from the hospital 6 days later. Later on the same day of discharge, the patient presented with shock associated with chest pain and decreased blood pressure of less than 60 and a deteriorated heart function (ck: 8000 - 8800). The physician treated the patient with an intra aortic balloon pump. The physician confirmed with angiography that the blood flow of the lad was good, and there was thrombosis in the 3.00x12mm taxus stent in the proximal lcx and there was thrombosis short of the 2.50x24mm taxus stent in the proximal rca, where there was an absence of blood flow. The physician dilated the proximal and mid rca and the lcx with a balloon device and implanted a non-bsc drug eluting stent of unknown size in the proximal rca. Treatment of intra aortic balloon pump was terminated the following day. The patient condition is currently stable. The physician was unsure as to the relationship between the taxus stent and the thrombosis.